Event description:
I had the essure procedure done in 2008, about a year later I started experiencing a lot of pain to the point I could not move except to curl up in a ball. I have seen a few doctors, been to a few hospitals and each place tells me it is something different. I have been told anything from cancer to just simple abdominal pain but when I get tests run everything comes back clean and looks good. I never had a medical problem until I had the essure procedure.